Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose levels where they've crashed two times but did not have to be hospitalized. The customer's blood glucose levels for the incidents are unknown. The customer used syrup, orange juice, carbs, and sugars to treat. The customer also experienced sensor glucose versus blood glucose differences that led to the pump suspending incorrectly. Customer reports blood glucose value of 215 mg/dl and sensor glucose value of 49 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.